Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the (B)(4) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a patient wanted mono-vision with near vision in the left eye. The laser was programmed for distance in both eyes and the left eye received the wrong treatment. This was noted the day of treatment and the site is trying to reach the patient. Additional information has been requested.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the system was operating within specification. The root cause is user error, the user had not entered the treatment plan as a monovision treatment for the patient. The manufacturer internal reference number is: (B)(4).